Event description:
The facility reported a pump with a "low flow." It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary:the reported condition of a pump with a "low flow" was confirmed as a failed pre-accuracy test during product evaluation. This event was caused by a faulty pump head mechanism. The pump head mechanism was replaced.